Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: the rep called in stating that the strykeflow 2 starts to leak soon after starting unit. Then starts to smoke. Customer will replace strykeflow2 but the replacement will smoke as well. Lot 24264fg2 the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.